Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the display in the insulin pump went blank and then alarmed battery out limit during normal use, she changed the battery and alarm was cleared. Blood glucose was 153 mg/dl. She also reported that she received a failed battery test alarm. Blood glucose was 292 mg/dl. Customer stated that her blood glucose level was elevated for two days the week before and the night before calling as well. Customer declined troubleshooting for high blood glucose. Customer was advised that a battery cap replacement would be sent.